Manufacturer narrative:
(B)(4). Report source : foreign. The event occurred in (B)(6). Conclusion: an investigation has been performed, consisting of a documentary review. As the product has not been returned, product analysis could not be performed. The documentary review showed that products were manufactured according to the pre-defined specifications of biomet france. According to the available data, the exact root cause of the event cannot be determined. This complaint is closed but could be reopened if further information is received later.

Event description:
It has been reported that the fluid bag of monomer could not be perforated after several attempts. Mixing the cement was therefore not possible.